Manufacturer narrative:
The electrosurgical generator pool unit (901001esuo) was returned for evaluation to the service & repair center. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the internal inspection did confirm the reported issue. It was noted that the electrosurgical generator pool unit was returned in very poor condition of both outside and inside. The hosing top was bent, front cover was damaged and loose - only attached with three screws, the fourth screw was loose inside; replacement of housing top and front cover was needed. The boards inside were loose, likely not assembled correctly after disassembly. The rotary encoder for coag and cut was not working properly and needed renewal. The cable ties of the balloon coil for cut connector were cut, which means the coil was loose and cannot function properly. The footswitch housing was heavily corroded, and paint layer had peeled off. The plug's strain relief was damaged, and a foot was missing, requiring replacing the entire footswitch. The repair, rf output power & safety test must be performed. Root cause analysis: based on the failure analysis, the complaint was confirmed by the repair center. The root cause for reported issue is user mishandling.

Event description:
It was reported that the electrosurgical generator pool unit (901001esuo) had "bipolar channel 2 functioning anomalies". The issue was reportedly discovered "at the beginning of the surgery", resulting in a delay of at least 30 minutes. It is unclear whether the delay occurred prior to the surgery or during active surgery. No patient adverse event was reported.